Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) 40 mg/dl prior to the call. The patient had difficulty inserting a newly filled cartridge: patient was connected during this step and manually forced cartridge into the pump. Reporter believes the cartridge was filled to 200 units and is now empty at this time. Reporter states they then refilled the cart and forced it into the pump a second time, emptying the cartridge a second time. Reporter states that the patient was disconnected from the pump during the second attempt. Patient's current bg is 60mg/dl and she is drinking juice: the incident occurred about 1.5 hours ago. Customer support advised the reporter to call ems or take patient to ER immediately for assistance, then call back to review pump when patient is stable. This complaint is being reported because the patient experienced hypoglycemia related to the use error of not disconnecting from the pump when changing the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time but user error should be considered as the patient did not disconnect from the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No difficulty loading cartridge duplicated. Before rewind step the pump displays the appropriate warning: ¿disconnect infusion set from your body¿. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.